Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was attempted and not implanted. During the operation, when connecting the lead with the ipg, there was no sound indicating the lead was connected. The physician tried to re-tighten the setscrew, but found it could not be unscrewed. The device was tested and could not pace. The physician suspected the setscrew of the device slipped and had a loose connection with the lead. Physician tried to unscrew the device for a second time. The physician then implanted a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.